Event description:
During preparation for deployment it was noted that a small amount of collagen was already outside of the product housing.what was the original intended procedure?ultrasound assisted bilateral common femoral arterial punctures.bilateral common iliac arterial stents.right external iliac arterial stenting.bilateral mynx closures of common femoral arteriotomies.device #1is this a laboratory device or laboratory test?no.